Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving an inappropriate shock (ias). It was noted this patient had been cleaning and polishing a toy care tire in which the oversensing of noise resulting in the ias. The physician instructed this patient not to perform this activity and was schedule for a return visit. No programming changes were made. This s-ICD remains in service. No adverse patient effects were reported.